Event description:
Needle of the device is externalized, going beyond the safety casing and putting professionals at risk of puncturing themselves. The outer packaging has not been damaged.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva. Device failure: needle through shield.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383531 and lot number 4029685. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.